Event description:
It was reported that a single day infusor did not flow. This occurred during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 30, 2013 and october 03, 2013 evaluation summary: the unit was returned with approximately 50ml of fluid in its reservoir. Visual inspection revealed no signs of blockage or physical abnormality. A functional test was performed by removing the luer cap from the distal luer; after cap removal continuous flow as observed at the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.